Event description:
Allegedly, eprd reported 8 new complications for advance® revision (3 infection and 5 other events). Revision surgery. No further information was reported. This incident is capturing 3 infection events.